Event description:
It was reported that the cartridge broke inside the ilet and the user was unable to remove it, resulting in the device being stuck on a press-and-hold screen until the cartridge was extracted with tweezers and the device was restarted, after which the user was instructed to replace the cartridge and all related supplies. Customer care provided assistance which included guided troubleshooting and user education. Investigation of this case revealed that the device was obstructed by a damaged or fragmented cartridge component, which prevented normal operation until removal and restart restored function. Symptoms included no adverse health effects. Outcomes included no injury or need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user-serviceable obstruction due to a damaged cartridge, resolved with cartridge removal, restart, and replacement supplies.